Event description:
On (B)(6) 2009, the patient reported that while he was attempting to change the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and the entire contents spilled into the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.